Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced severe hyperglycemia with blood glucose levels around 300 while using the ilet, which the user associated with eating more carbohydrates than usual, though the exact cause remained unclear. Symptoms included elevated blood glucose consistent with hyperglycemia, without reported accompanying clinical symptoms. Outcomes included insufficient information to determine broader health impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with no specific medical device problem identified and no device component implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.